Event description:
Patient experienced abdominal pain and ineffective fill (no increased restriction) later found to be related to tubing break. Surgery to replace access port has occurred. Follow up findings: leakage at or near port tubing connector.